Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of tubed and coils removed for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling in the arms, hands and feet"). The patient was treated with surgery (laparoscopic removal of tubed and coils removed for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the paraesthesia had not resolved. The reporter considered medical device removal and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the event ¿tingling in the arms, hands and feet¿ was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On (B)(6)2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced paraesthesia ("tingling in the arms, hands and feet"). The patient was treated with surgery (laproscopic removal of tubed and coils removed for essure removal). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation outcome was unknown and the paraesthesia had not resolved. The reporter considered device dislocation and paraesthesia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received : event medical device removal was replaced with event migration. Essure insertion and removal date added. Event onset date for migration added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling in the arms, hands and feet"). The patient was treated with surgery (laproscopic removal of tubed and coils removed for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the paraesthesia had not resolved. The reporter considered medical device removal and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 35-year-old female patient who had essure (batch no. B97498(l)c06472(r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced paraesthesia ("tingling in the arms, hands and feet"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and cornual wedge resection). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown and the paraesthesia had not resolved. The reporter considered device dislocation and paraesthesia to be related to essure. The reporter commented: previously reported essure insertion and removal date : (B)(6) 2014 right side- 4 trailing coils batch no :b97498 production date :2013-12-02 expiration date: 2016-12-31 . Batch no: c06472 production date : 2013-12-20 expiration date : 2016-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc.(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 35-year-old female patient who had essure (batch no. B97498(l)c06472(r) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced paraesthesia ("tingling in the arms, hands and feet"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and cornual wedge resection). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown and the paraesthesia had not resolved. The reporter considered device dislocation and paraesthesia to be related to essure. The reporter commented: previously reported essure insertion and removal date : (B)(6) 2014 and (B)(6) 2019 respectively. Right side- 4 trailing coils. Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received. Lot number, reporter added. On 7-jul-2020: mr received :no new information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.